Event description:
Voluntary medwatch received states the patient presented with a methicillin resistant staphylococcus aureus infection. The patient tripped and hit the incision resulting in wound dehiscence with erythema and purulent drainage. The patient underwent an intravenous antibiotics therapy, and the implantable cardioverter-defibrillator was explanted. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5157662.